Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Patient called in to report a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified: fold creases, wear abrasion, yellow particles in device inner surface and one crack opening. Leak test and microscopic analysis was performed which identified: one crack opening and one sharp opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One sharp opening in the side valve bond edge assessed as unidentified (tear) opening.

Event description:
Patient called in to report a right side deflation. The device has been explanted.